Event description:
Boston scientific received information that post-operatively after an endoscopy, this pacemaker exhibited high rate pacing, with rates in the 130s. The issue was resolved with device reprogramming, and no adverse patient effects were noted. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.